Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 ultra resilia valve delivered through a 16 fr sheath, the sheath tip split and became nearly circumferentially torn as the valve passed through it. The valve appeared to "pop" out of the distal end of the sheath, which was identified upon sheath removal; the tip was found to be nearly detached at its typical split location. There were no reported difficulties during valve insertion, delivery, or sheath withdrawal, and the remainder of the procedure was completed without issue. No adverse impact to the patient was reported.